Event description:
Pt with pelvic pain and ovarian cyst went to or for a planned laparoscopic oophorectomy, diagnostic hysteroscopy with d&c. After lysing adhesions near the ovary, an endo gia was fired across the infundibulopelvic to the level of the utero-ovarian. Hemostasis was obtained using bipolar cautery on the infundibulopelvic. A reload of the endo gia was then inserted. This was applied across the utero-ovarian ligament. Upon firing this, the stapler malfunctioned, breaking in the abdomen with a part breaking off and visible on the camera screen as a piece of metal. Stapler was removed from the abdomen and was examined. The blade was missing a piece. The ovary pedicle was incised and ovary removed without difficulty. The surgeon searched the pt's abdomen for about 30 mins and retrieved the metal piece from the abdomen. The piece was handed to the nurse for identification. At the conclusion of the procedure, the left and right side ports were closed with stortz wound closure system with 0 vicryl. Incisions were closed and pt was taken to recovery in stable condition.